Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30559947m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered of phrenic nerve disorder, diaphragmatic nerve paralysis and mild phrenic nerve palsy requiring monitoring. Situation: incidence of phrenic nerve disorder, diaphragmatic nerve paralysis and mild phrenic nerve palsy. Timing: after the procedure, it was discovered several days after the patient returned to the ward. The patient had no subjective symptoms, and the patient was followed up until the patient recovered. The catheter itself had no malfunction. The patient had no symptoms, the symptoms were mild, and the patient was awaiting spontaneous recovery. The physician commented that when the back of pulmonary vein was slightly ablated during rpvi, the right fn may have been damaged. Other possibilities are unlikely. Since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure., it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 23-nov-2021, bwi received additional information regarding the event. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was the procedure. No medical intervention was provided. The patient outcome of the adverse event was unchanged when the information was obtained. Generator information: smartablate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).